Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -14.0/1.5/092 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2022 the lens was exchanged for a same model and size lens but different power. The replacement lens resolved the problem. Cause reported as unknown.

Manufacturer narrative:
Weight: unknown, ethinicity:unknown, race: unknown. This product is not marketed in the us. (B)(4). Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).